Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. It was reported that a catheter revision was being done on (B)(6) 2018. The reporter had no additional information at the time of the report. Additional information was received on (B)(6) 2018 from the hcp via a company representative who reported that it was unknown when the issue first began. The patient had more tone and the medicine wasn¿t working as effectively. The issue and cause of the issue necessitating the catheter revision were still unknown. They did not get flow back in the or (operating room) so the surgeon replaced the spinal tip of the existing catheter with a new piece of catheter which resolved the issue. The catheter was working properly upon completion of the case. The portion of the catheter that was removed was disposed of. There was no issue with the pump. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated they had to go ¿way back (regarding the dose) because the patient was not getting the medication.¿ the patient was initially at ¿500 something micrograms¿ at some point, but when the catheter slipped out the patient went ¿so long¿ without medication. It was noted the catheter slipped out ¿quite a while ago¿ and confirmed that it would have been in the early part of (B)(6). It was noted they put the catheter back in (B)(6) 2018. No further complications were reported/anticipated or expected.